Manufacturer narrative:
(B)(4) the results of the investigation concluded that the tamper tube had been kinked and crushed; the tamper tube outside diameter met specifications; the tamper tube length measurement was inconclusive due to damage. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the tamper tube damage is consistent with damage during use. The tamper tube is not meant to be left inside the patient according to the instructions for use (IFU). The angio-seal device instructions for use (IFU) states once compaction is complete and hemostasis is achieved, cut the suture below the clear stop and remove the tamper tube using a slight upward motion. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported the patient had discomfort in their leg 2 weeks after a 6f angio-seal vip deployment. Surgery was performed to remove the tamper tube that remained inside the vessel.